Event description:
Related manufacturer report number: 2017865-2022-40533. It was reported that the patient presented for follow up with high pacing impedance and elevated capture threshold exhibited by the right ventricular (rv) lead. No capture was observed in the left ventricular (lv) lead. The patient was scheduled for revision on (B)(6) 2022 where the lv lead was capped and rv lead was explanted. The patient was stable.